Event description:
Event description guidant received information that the physician suspected this implantable transvenous defibrillation lead dislodged due to increasing pacing threshold and defibrillation threshold measurements.